Event description:
A report was received that the patient experienced an infection. The patient underwent a procedure wherein the lead and ipg were explanted. The patient is reportedly recovering.

Manufacturer narrative:
This report is a duplicate of MFR report #3006630150-2017-00651.

Event description:
A report was received that the patient experienced an infection. The patient underwent a procedure wherein the lead and ipg were explanted. The patient is reportedly recovering.